Manufacturer narrative:
Upon further evaluation, service found the k-wire was completely cut off at the distal end, the adhesive on the rubber was detached, and the connecting tube and distal end cover were scratched. The scope connector demonstrated fluid ingress. The suction volume was out of specification due to a shave on the suction cylinder. Due to wear of the angle wires, bending in the left and up directions were out of specification. Switch #3 was cut, and the grip had a dent. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that the elevator was torn off the subject device. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, service found the elevator wire (k-wire) was cut and frayed, and foreign material was observed in the forceps elevator. In addition, the rubber cover (a-rubber), right/left knob, up/down knob, and scope connector were dirty. This report is being submitted for the cut/frayed elevator wire and foreign material found during the device evaluation. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the device could not be reprocessed (including brushing) and stopped midway due to nozzle blockage , and that foreign material could not be identified. Although, the user confirmed they conducted reprocessing in accordance with IFU the likely cause of the reported event is due insufficient or inadequate reprocessing. Additionally, the k-wire strands were cut off due to stress from repeated manipulation of forceps elevator, and the wire was raised up due to repeated brushing around forceps elevator at reprocessing and attachment/detachment of distal cover. However, the root cause of the reported events is unable to be determined. IFU (reprocessing manual) states if cleaning, disinfect, and sterilization of endoscope was insufficient, the device may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. The event can be prevented and detected by following the instructions for use (IFU) which state: IFU (operation manual): inspection of the forceps elevator mechanism perform the following inspections while the bending section is straight. Inspection for smooth operation: 1. While observing the forceps elevator at the distal end of the endoscope, slowly move the elevator control lever all the way in the ¿u¿ direction. Confirm that the lever can be operated smoothly and that the forceps elevator is raised smoothly. Hold the elevator control lever and confirm that the forceps elevator remains stationary while pushed from behind. Visually confirm that the portion of the elevator wire extending from the distal end of the endoscope is not broken, frayed, or bent (figure 3.5). If any damage (broken, frayed, or bent portion) is observed on the elevator wire as shown in figure 3.5, do not use the endoscope. 2. While observing the forceps elevator at the distal end of the endoscope, slowly move the elevator control lever all the way in the opposite direction of the ¿ u¿ direction. Confirm that the lever can be operated smoothly and that the forceps elevator is lowered smoothly. Visually confirm that the portion of the elevator wire extending from the distal end of the endoscope is not broken, frayed, or bent (see figure 3.5). If any damage (broken, frayed, or bent portion) is observed on the elevator wire as shown in figure 3.5, do not use the endoscope. The event can be detected by following the instructions for use (IFU) which state: cleaning, disinfection and sterilization procedures : brushing around the forceps elevator and instrument channel outlet : using a stiff brush or excessive force when brushing may scratch the distal end and result in water leakage; cause the elevator wire to come off the distal end, bend or kink the elevator wire so that the forceps elevator will no longer work. User can reduce occurrence of the suggested event by attaching distal cover properly in accordance with the following IFU. Preparation and inspection : attaching the distal cover. Olympus will continue to monitor field performance for this device.